Event description:
It was reported the customer was hospitalized because she had a virus that caused her to go into diabetic ketoacidosis. Customer's blood glucose was really high and her muscles started cramping. Call was lost. Customer's mother called back. Customer was given fluids. Customer's blood glucose was in the 300 mg/dl range. Customer was vomiting and couldn't keep anything down. Customer was treated and released. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.